Manufacturer narrative:
Date of event: please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_stimloc_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Falowski, s.m., bakay, r.a. Revision surgery of deep brain stimulation leads. Neuromodulation: journal of the international neuromodulation society. 2016. Doi: 10.10.1111/ner.12404 summary: deep brain stimulation (dbs) is widely used for various movement disorders. Dbs lead revisions are becoming more common as the indications and number of cases increases. Surgical technique, as well as variable options are important in lead revision and can be dictated based on reason for revision. Over time patients who have had adequate relief with dbs placement may experience loss of efficacy and development of adverse effects requiring revision of the dbs lead to maintain its effects. Reported events for unidentified essential tremor patients : one patient with ventral intermediate nucleus (vim) deep brain stimulation (dbs) for essential tremor (et) required a lead revision due to adverse effects. The lead was revised anterior-lateral at 1 month after initial implant; one patient with ventral intermediate nucleus (vim) deep brain stimulation (dbs) for essential tremor (et) required a lead revision due to a loss of efficacy and adverse effects. The revised location of the leads was 'anterior-lateral' and occurred at 5 years postoperatively; one patient with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for essential tremor (et) required a lead revision due to a loss of effect; this patient did not experience relief with the original placement and required revision to optimize treatment. It was noted that the patient had experienced significant relief over four years from the bilateral stn dbs lead placements, but began to have a worsening tremor unilaterally. The decision was made to change one of the leads to ventral intermediate nucleus (vim); one patient with bilateral ventral intermediate nucleus (vim) deep brain stimulation (dbs) for essential tremor (et) required a lead revision due to a loss of effect. The patient did not experience relief with the original placement and required revision to optimize treatment. The patient underwent a bilateral (staged) anterior-medial revision at <(><<)>1 year post implant; one patient with ventralis intermedius nucleus (vim) deep brain stimulation (dbs) for essential tremor (et) required a lead revision due to a loss of efficacy and adverse effects at two years postoperatively. The patient experienced skin erosion with negative cultures reportedly involving the stimloc cap, and just proximal to the extension lead connection along the calvarium. The stimloc cap was changed.